Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the customer answered "yes" to broken hinge post, or membrane frame on the alaris pump module. There was no reported patient impact.

Event description:
It was reported that the customer answered "yes" to broken hinge post, or membrane frame on the alaris¿ pump module. There was no reported patient impact.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. Failure investigation dir 10000317782 findings have determined that the most likely cause for the damage to the platen post is a misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mis-handled (i.e. Dropped). This can cause these components to experience excessive forces and crack or break. The failure investigation has found no root cause attributable to manufacturing, design and material for platen. The reported issue of broken upper hinge post could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.